Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was in constant signal loss. Not in use with a patient. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The vco failure message on the lcd screen was found to be malfunctioning of the main board due to electronic failure. The cause was circuit board failure. Further investigation will not be performed. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied "unknown."

Event description:
The biomedical engineer (bme) reported that the zm transmitter was in constant signal loss. Not in use with a patient.